Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist issue, system risk analysis (sra), and functional analysis. Trending analysis of the haze/mist issue for the sterrad® 100nx unit was reviewed for the prior six months from open date and no significant trend was observed. Review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." The oil mist filter was returned, and product analysis was completed on (B)(6) 2021. The component was installed onto a certified qa test system and verified that within few minutes into the cycle, the unit emitted large volume of smoke through the pump outlet. The reason for the return and failure was confirmed. The catalytic converter was not available for return; therefore, no further evaluation can be performed. The assignable cause of the haze/mist is likely due to the oil mist filter and the catalytic converter. The asp field service engineer replaced the part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter and the oil mist filter were replaced to resolve the haze/mist issue. Unit meets specifications and was returned to service. The device history record (DHR) was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Asp complaint ref #:(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A customer reported an event of a ¿haze¿ or mist emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.